Event description:
Patient has recovered from the surgery. The patient has no harm after the 2 hour surgical delay and fragment removal procedure.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "during a urology procedure, a ceramic piece broke off the maryland bipolar dissector. X-rays and CT imaging was used to locate the pieces. The patient remained under anesthesia during the diagnostic tests and surgery had not been completed at the time of breakage. The incision did not need to be lengthened and there was no other intervention or patient harm. An x-ray was also taken after retrieval to confirm that all foreign bodies had been removed." It was reported that there was a two hour delay in surgery. Additional patient information has been requested. When additional information is received a follow up report will be submitted.